Manufacturer narrative:
Patient information was not provided for reporting. This report is for one (1) unknown helical blade. Part#, lot# and UDI # is not available. Device malfunctioned intraoperative. Device was not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales representative. Facility name, and address were not provided. This report is for one (1) unknown helical blade. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 patient underwent a trochanteric fixation nail (tfn) insertion procedure. During the surgery, the helical blade would not go through the nail. The surgeon attempted to insert the helical blade multiple times. However, the blade would not go through the nail. The surgeon finally decided to change the insertion handle and connecting screw and was able to successfully insert the helical blade. A second helical blade was used as the first helical blade was scratched from trying to insert it. There was a two-hour surgical delay. The surgery was completed successfully with satisfactory patient outcome. Concomitant device reported: tfn nail (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) unknown helical blade. This is report 3 of 3 for (B)(4).